Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Based on the results of the DHR review, the available information given within this complaint, work order search, and the product evaluation, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. No root cause was determined. Per medical review: reportedly, icl (13.7 mm) was explanted/exchanged for a shorter length icl (13.2 mm) one week postoperatively to address excessive vaulting and subsequent shallowing of anterior chamber. No other complications such as elevated iop were observed. According to (B)(4) the cause of the event was unknown. The same report stated that bcva upon exchange was 20/20. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the lens was explanted due to shallowing of the anterior chamber. The lens was exchanged for a shorter lens. The patient's post-op best corrected visual acuity was 20/20.

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.